Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An observation was made by the biomed department of a red failure/battery failure. There was no patient involved.

Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The reported failure mode was confirmed. The failure mode was reproduced. The root cause of the battery failure alarm was cell imbalance with cell 2 of battery 2.